Event description:
It was reported that the patient experienced asystole and a pre-syncopal event; when the patient was connected to a holter monitor a pause of four seconds was seen. It was also reported that the right ventricular [rv] and atrial leads had low impedance measurements, were oversensing (the rv lead had many v-v intervals) and noise was present. Additionally, the rv lead had increasing threshold measurements, an insulation break and muscle stimulation occurred when the lead was programmed to unipolar pacing configuration; the atrial lead had insulation damage and sensing with variation. The rv and atrial leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the proximal conductor was fractured, distorted and stretched. All conductors had blood/body fluid (not obstructed). All insulators were breached (clavicle-rib crush). The inner insulation was kinked/buckled. The inner tubing was kinked/buckled. The outer insulation was torn, breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted that the helix length could not be tested due the stretched lead and the inner insulations that were buckled and breached. (B)(4) the full lead was returned and analysis found that the proximal conductor was fractured, distorted and stretched. All conductors had blood/body fluid (not obstructed). The inner insulation was breached (clavicle-rib crush) and was kinked/buckled. The inner tubing was kinked/buckled. The outer insulation was torn, breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted that the helix length could not be tested due the stretched lead and the inner insulations that were buckled.